Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to cracked lens. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water and suction cylinder had no color. The grip was shaved. The switch box had discoloration. The plug unit is damaged. Due to wear of angle wire, the play of upward/downward knob is out of the standard value. The light guide lens had a crack and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the unit experienced the bowden cable no longer pulls properly. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction foreign object on light guide lens was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.